Event description:
Same case as mfg #: 2134265-2009-01564. It was reported that during a rotational atherectomy procedure, a guide wire detachment occurred. The target lesion was located in an unspecified vessel. The physician encountered difficulties introducing the rotawire guide wire into the lumen of the 1.25mm rotaburr. The physician "disconnected" the burr and replaced it with another 1.25mm burr. The physician spent twenty minutes "manipulating" with the device. When the new 1.25mm burr was advanced inside the pt, it was noted that an unspecified 6fr guide catheter was "dislocated". As the physician was attempting to "relocate" the guiding catheter, it was noted that the rotawire guide wire tip was "broken" near the ostium of an unspecified vessel. It was noted that "there was no possibility" to retrieve the tip. The physician advanced an unspecified number of stent delivery systems and deployed the stents to successfully secure the detached guide wire tip between the stents and vessel wall. The physician successfully completed the rotational atherectomy procedure. No post-procedure complications were noted and the pt's status was reported as "good". Additional info was requested but not received.

Manufacturer narrative:
The complaint indicated the rotawire guide wire would not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.